Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 386 mg/dl at the time of incident. The customer's blood glucose was 586 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injections. The customer's spouse stated that they were vomiting. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that they were able to rewind the insulin pump. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.